Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd venflon pro safety 20ga 1.1mm had leakage at the luer connection. The following information was provided by the initial reporter: "this complaint has been reported by royan institue based on some equipments like infusion set or k extension tube couldn¿t be fixed well so injection fluid leakage occurs during IV therapy. It should be noted that this event only occurs with luer slip connections."

Event description:
This complaint has been reported by royan institue based on some equipments like infusion set or k extension tube couldn¿t be fixed well so injection fluid leakage occurs during IV therapy. It should be noted that this event only occurs with luer slip connections. Similar to this problem was reported by iranmehr hospital with lot number of 2050084p02.

Manufacturer narrative:
Our quality engineer inspected the 2 representative samples submitted for evaluation. The reported issue of leakage at luer connection was not confirmed upon inspection of the samples. Analysis of the samples showed that the samples passed the visual inspection, luer cone measurement and catheter adapter leak test. No other abnormalities were observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect could not be replicated. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.